Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation due to infection. The source and type of infection have not been disclosed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Reportedly, a 21 mm valve was explanted after an implant duration of 4.37 months due to paravalvular leakage caused by infection. The customer reported that a magna 3000-21mm was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2011. On (B)(6) 2012, the valve was explanted and replaced with a magna ease 3300tfx-21mm. The customer commented that no defect was observed on the valve itself. The patient was recovered as of (B)(6) 2012.